Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they got a low battery alarm after changing the battery. The insulin pump¿s display was blank. The customer¿s blood glucose at the time of the incident was unknown. The customer stated that the insulin pump was not blank at the time of call. Troubleshooting was performed. The customer inserted battery and the insulin pump did not turn on. It was found that the contacts on the battery cap was missing. They were advised to discontinue use of the device and revert to back-up plan until they receive a replacement battery cap. The device will not be returned for analysis.